Event description:
It was reported that the procedure was to treat a moderately calcified first diagonal artery. The 2.25x18mm xience skypoint stent delivery system was noted to have met resistance with an unspecified guidewire when attempting to advance through the unspecified guide catheter. It was noted three unspecified guide wires were also in the guide catheter at the time. The proximal shaft of the xience skypoint became kinked therefore, the physician decided to remove everything as one unit as he thought it would be safer. Then he advanced another guide catheter and was able to implant and unspecified stent. A 014 hi-torque balance middleweight elite guide wire was attempted to be advance past the implanted stent; however, the tip became caught at the edge of the implanted stent. The physician did not want to risk the tip from separating; therefore, a micro catheter was advanced to keep the stent in place while pulling back the guide wire back and was successfully removed. No damage was noted on the guide wire. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.